Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during preventive maintenance cs300 intra-aortic balloon pump (iabp) malfunctioned. Short battery life has been reported. No patient involvement. No harm reported. The issue discovered by field service technician.